Event description:
On (B)(6) 2013, the reporter contacted animas to report the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The patient noted there had been no trauma to the pump, no moisture exposure and no power loss. The issue was not resolved. There was no adverse event associated with this issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated on (B)(4) 2013. The keypad appeared to be intact; however, the contrast keypad button was intermittently responding to user inputs and there was evidence of contamination under the key contacts. During the evaluation, two secondary issues were discovered, unrelated to the keypad complaint. The battery compartment was cracked and the bt1 internal battery was found to be leaking.